Event description:
Patient underwent complex recoiling procedure for recurrent bleeding from a cerebral aneurysm utilizing intracranial balloon assistance. Device fractured during use. Several attempts at retrieval failed and fragment embolized to the right renal artery. Vascular surgery was consulted and it was decided there was potential for long term consequences. Therefore the patient underwent selective right renal angiography with snare recovery of the balloon fragment.

Manufacturer narrative:
(B) (4)(B) (4)

Event description:
Corporate product surveillance received notification from the customer's facility regarding an overinfusion of heparin during patient use on an unspecified date. The heparin was a 50 to 1 concentration. Per the hospital representative, there was no adverse patient reaction as a result of the overinfusion. There is no further complaint information available.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation results or additional information becomes available.